Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> purge pressure low: the cause of the purge pressure low was not determined due to no defect found with the returned product, inconclusive data log review, and insufficient clinical details. Device history lot ==> device lot: s/n (B)(6) lot 1986901. Device history batch ==> subcomponent lot: n/a device history review ==> purge cassette s/n (B)(6) lot 1986901 passed all eqt testing.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that after a purge pressure low alarm occurred, the intensive care unit alarm was triggered several times. The purge line, catheter, and purge fluid were checked, and no issues were identified. No visible liquid leaks from the purge cassette were confirmed. The issue was resolved by replacing the purge cassette, and the patient remains under monitoring.